Manufacturer narrative:
Medtronic received the following information from the journal article entitled: ¿¿a systematic review of the use of endoanchors in endovascular aortic aneurysm repair¿¿ zahi qamhawi, thomas f. Barge, gregory c. Makris, rafiuddin patel, andrew wigham, suzie anthony and raman uberoi european journal vascular endovascular surgery 2020 https://doi.org/10.1016/j.ejvs.2020.02.008. If information is provided in the future, a supplemental report will be issued.

Event description:
A meta-analysis of ten studies that used heli-fx endoanchors in thoracic and abdominal endovascular aortic repairs was carried out. The following events were reported: maldeployed endoanchor type ia endoleak reintervention